Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phaseal¿ spike connector (c180j) the spike was deformed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the tip of c180j was broken. When the hcp tried to use c180j out of the individual packaging, it was broken from the tip.

Manufacturer narrative:
H6: investigation summary one sample and multiple photos were provided to our quality team for investigation. Through visual inspection, the spike is observed to be broken, a piece of the spike threading was stuck on the connector threading. Traces of the solvent used to bond the spike to the connector were observed. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including force testing to ensure the proper assembly of the device. As the lot involved in this incident is unknown, a complaint history review cannot be performed. Based on the available information and sample evaluation, we are not able to identify a root cause related to our manufacturing process. It is likely the damage occurred when connecting/disconnecting the device. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported while using bd phaseal¿ spike connector (c180j) the spike was deformed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the tip of c180j was broken. When the hcp tried to use c180j out of the individual packaging, it was broken from the tip.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30jun2023. Investigation summary one sample and multiple photos were provided to our quality team for investigation. Through visual inspection, the spike is observed to be broken, a piece of the spike threading was stuck on the connector threading. Traces of the solvent used to bond the spike to the connector were observed. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including force testing to ensure the proper assembly of the device. As the lot involved in this incident is unknown, a complaint history review cannot be performed. Based on the available information and sample evaluation, we are not able to identify a root cause related to our manufacturing process. It is likely the damage occurred when connecting/disconnecting the device. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported while using bd phaseal¿ spike connector (c180j) the spike was deformed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the tip of c180j was broken. When the hcp tried to use c180j out of the individual packaging, it was broken from the tip.